Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: pump was on pt; pump was exchanged off the pt when the pump alarmed. Symptom - pump had several drain failure alarms on pt. Findings/actions taken: biomed could not duplicate drain failure alarms, but had several unable to refill alarms during testing. Replaced the pneumatic control (pcs) assembly.